Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have an intermittent energy failure. The instrument was placed and driven on an in-house system and passed recognition and engagement tests. The bipolar energy cord was connected to an in-house integrated electrosurgical unit (iesu) or erbe generator. The erbe generator displayed being successfully connected to the instrument. The instrument was tested and fired several times, and observed the energy emitted was low. The instrument was tested for electrical continuity and passed. Visual inspection was performed and no obvious signs of damage on the bipolar energy cord was found. The complaint was confirmed by failure analysis. An electrical problem was identified; however, the root cause cannot be established.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument's energizing wire exhibited deflection. No fragments fell into the patient. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Failure analysis confirmed initial findings. The instrument passed energy delivery and continuity test in multiple attempts and at multiple wrist orientations. No damage to the instrument conductor wire was noted at the distal or proximal end.